Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the touchscreen does not work. There was no patient involvement.

Manufacturer narrative:
No patient information provided by the customer.